Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer declined physio's repair offer and informed their plans to purchase a replacement defibrillator instead. Therefore, the cause of the reported failure could not be determined.

Event description:
It was reported that the device would not provide defibrillation therapy. There was no report of pt use associated with the event.